Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician used this model pacemaker for a replacement procedure and believed the device did not work properly. The patient had chronic unipolar leads, and when the device was connected to them, the device did not function as expected. The field representative informed the physician that the lead configuration on this new model was bipolar, not unipolar as on previous device models. The physician was very dissatisfied in the new nominal lead configuration for this model. No adverse patient effects were reported.